Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a ipg replacement (ref:3006705815-2024-04543) when the leads were connected to the battery, it exhibited impedances issue and as such the leads were explanted.